Event description:
Noticed two errors on the pediatric broselow tape calculations section, vecuronium dose is listed as 0.1 mg/ml rather than 0.1 mg/kg. Secondly, flumazenil dose is incorrect at 0.1 mg/kg when should be 0.01 mg/kg. Company was contacted for both mistypes without any return guidance. Error almost occurred when looking at the calculations. Luckily the dosing is correct in the colored sections. If other consumers use both sections of the tape, they might make a dosing error.